Manufacturer narrative:
(B)(4). Other devices used: catalog #00576401552, nexgen lps-flex femoral component, lot #62543677; manufactured at zimmer ltd., (B)(4); catalog #00111314001, palacos r+g bone cement, lot #76684363; this bone cement is manufactured at heraeus medical and distributed through (B)(4). Device history records were reviewed and no deviations or anomalies were found. A product history search identified no other complaints for the part and lot combination of the femoral or tibial components. Consultation report dated (B)(6) 2015 indicates that the patient fell on (B)(6) 2014 and has since had pain in the right knee. The patient was evaluated at the time of the consultation and it was reported that she had an obvious knee effusion and what looked like a loose femoral component. Testing for infection came back negative. X-rays taken during the consultation were reported to show an obvious radiolucency on the lateral view of the femoral component on the anterior flange and there were not any obvious changes on the tibial plate. Revision notes confirm patient underwent a revision due to aseptic loosening and a fall. The notes indicate that there was gross loosening of the tibial plate and femoral component, with the tibial plate being looser. The femoral component was explanted with osteotomes and the tibial plate was found to have debonded form the bone cement. It is likely that the loosening of components was a result of the patient's fall.

Event description:
It is reported that the patient was revised due to pain and loosening.